Event description:
During a lead revision procedure, the physician moved the implantable pulse generator (ipg) pocket for the patient's comfort. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.